Manufacturer narrative:
Visual inspection was performed on the returned device. The reported break was confirmed. The reported difficulty advancing and removing the device could not be replicated in a testing environment as it was based on operational circumstances. The reported difficulty removing the device from the guide wire could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty advancing the device and removing the device from the anatomy and brake appear to be related to operational context; however, a conclusive cause for the reported difficulty removing the device from the guide wire could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to initial report being filed the return device analysis found the inner member and outer member were separated in multiple locations throughout the bdc. The bdc was returned in five separate pieces. The balloon had been inflated the account confirmed the correct device was returned and the separation and balloon inflation occurred of post-procedure manipulation and not in the patient. No additional information was provided.

Event description:
It was reported that the procedure was to treat a de novo lesion in the anterior tibial artery with moderate calcification and mild tortuosity. The 1.50x20mm armada balloon dilatation catheter (bdc) was attempted to advanced to the target lesion; however, failed to cross due to the anatomy. During, removal the the bdc a guidewire (gw) became stuck with the bdc and difficulty was also noted due to the patient's anatomy. The catheter of the bdc broke while forcing the gw out of the bdc. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.